Manufacturer narrative:
Product event summary: it was reported that electrical problems at the site caused damage to the equipment during use. One battery charger ((B)(4)) and a controller ac adapter ((B)(4)) were returned for evaluation. The battery charger ac adapter ((B)(4)) was not returned for evaluation. A review of the battery charger ac adapter's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the battery charger revealed that the unit passed visual inspection but failed functional testing; an internal inspection of battery charger revealed multiple components damaged in all 4 charging ports. A possible root cause of the damaged components can be attributed to an out-of-tolerance voltage applied to the input of the battery charger. The controller ac adapter was returned for evaluation; however, the device associated with this product event exceeded the retention period as per current procedures, and is therefore, not available for analysis. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Based on the available information, a possible root cause of the reported event can be attributed to an out of tolerance voltage, likely due to the reported electrical problems at the site. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter was damaged due to an electrical problem at the patient's residence. The adapter was replaced. No patient complications have been reported as a result of this event.